Event description:
It was reported to us by the FDA that "the pt has had three left inguinal hernia repairs and the last repair was done. She is currently experiencing pain and a bulge on the same side of her surgery. She feels that the presence of the patch has caused her to have twisting in her abdominal area with bladder and blood circulatory problems. Admits to taking bayer and advil for her pains and denies being on any other medications. She heard an advertisement on television to contact FDA if you've had this type of hernia surgery. She is very distraught about the consequences of having the product still inside her. She's seeking legal counsel from a lawyer."

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.